Event description:
Information received from the field does not address the patient's clinical status but notes >2500 ohms bipolar atrial lead impedance and capture and sensing anomalies. Unipolar atrial impedance was 296 ohms. The device was programmed to unipolar pace/sense.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received